Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone number: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right forearm vessel. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured horizontally. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right forearm vessel. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured horizontally. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable. It was further reported that the target lesion was mildly tortuous and moderately calcified with 75% stenosis. The balloon ruptured at 20 atmospheres for 30 seconds.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone number: (B)(6).